Manufacturer narrative:
A boston scientific technical services consultant informed the caller that there is a detect circuit built in to all of the boston scientific high energy devices that if the device senses an external heat source greater than a certain amount then the device will not deliver any energy to the pacing lead(s) in order to protect the device and lead(s). There will be pacing spikes on the ECG tracing but no capture. The consultant also informed the caller that if this occurs then the only remedy is to do short ablation bursts and/or have backup pacing available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was programmed off and to electrocautery mode for this pacemaker dependent patient who was having an ablation procedure for atrial fibrillation (af). The physician reported the device was pacing was not capturing during the procedure which resulted in greater than two seconds of asystole for this patient. The electrophysiologist performed the remainder of the procedure with short bursts of electrocautery. No additional adverse patient effects were reported.